Event description:
Caller states patient tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states pt tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Reporter alleged obtaining the results of 57 mg/dl and 107 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.